Event description:
It was reported that during routine check the cs300 intra- aortic balloon pump (iabp) failed the self test. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested on the battery test and the unit was able to pass. The fse was unable to reproduce the reported issue. The fse performed all calibration and functional tests, and the unit was then handed over to the customer in good working condition.